Event description:
It was reported that during a therapeutic Bronchoscopy and tumor debulking procedure, the tip of the Brochovideoscope was burned and found distal end was damaged or burned or melted. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.